Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported malfunction. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that while in use on a patient, a 980 ventilator stopped cycling. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report of patient harm as a result of this event.